Event description:
It was reported that pacing inhibition, noise oversensing and failure to capture in bipolar configuration on this right ventricular (rv) lead. High amplitude noise was noted when touching the pacemaker while in bipolar configuration. The patient was emergently hospitalized as their intrinsic rhythm was 15 bpm. The lead was temporarily reprogrammed to unipolar pacing. A lead fracture is suspected, and the patient will remain hospitalized pending lead replacement. No additional adverse patient effects were reported. Additional information was received. This right ventricular (rv) lead was successfully capped and abandoned. A new rv lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Correctional supplemental report submitted to add impact code f1905. No other impacts.

Event description:
It was reported that pacing inhibition, noise oversensing and failure to capture in bipolar configuration on this right ventricular (rv) lead. High amplitude noise was noted when touching the pacemaker while in bipolar configuration. The patient was emergently hospitalized as their intrinsic rhythm was 15 bpm. The lead was temporarily reprogrammed to unipolar pacing. A lead fracture is suspected, and the patient will remain hospitalized pending lead replacement. No additional adverse patient effects were reported. Additional information was received. This right ventricular (rv) lead was successfully capped and abandoned. A new rv lead was placed. No additional adverse patient effects were reported.